Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the distal shaft, consistent with handling. The stent implant was not dislodged as reported as the stent was stationary on the tightly folded balloon where it was originally crimped on. The first three rows of the proximal end of the stent implant were mangled. The first row of the distal end was flared. The proximal and distal balloon tapers were bunched. The inner and outer members were cut 14.7 cm proximal to the proximal balloon seal. The fracture face was oval and smooth. The outer member was separated 6.2 cm distal to the guide wire exit notch. The inner member was separated 8.5 cm distal to the guide wire exit notch. The fracture faces were stretched and jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). There was 5 cm of the distal shaft that was not returned. The distal shaft was torn at the guide wire exit notch for a length of 8 mm. The inner member was bunched at the distal end of the tear for a length of 6 mm. There were multiple kinks in the hypotube. There was 5.5 cm of an unknown guide wire returned frozen inside the inner member. The stent outer diameters were measured and met manufacturing criteria. Factors that may contribute to the inability to advance/retract the stent delivery system (sds) over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. In this case it is likely that as resistance was encountered during advancement of the catheter on the guide wire; excessive force was applied to the catheter, resulting in the shaft and balloon bunching, the stent damage, kinks, and the shaft separating. Additionally, the tearing of the inner member appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. It is possible that the distal shaft was cut in order to remove the sds from the guide wire, as evident by the smooth cut in the shaft. However, in this case, the initial cause of the resistance with the guide wire could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents for this lot. In this case, a conclusive cause for the reported difficulties with the guide wire, shaft damage and separation, and stent damage could not be determined.

Event description:
It was reported that as the stent delivery system (sds) was being advanced over an unknown guide wire, outside of the anatomy, the sds met resistance and became stuck on the wire. When the sds was pulled back for removal from the wire the stent dislodged on the wire. The wire, sds and dislodged stent were all removed together. There was no adverse patient effect. Though requested no additional information provided.